Event description:
A malfunction was reported on a pump, specifically due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in resetting the pump, after which the malfunction code did not reappear, allowing the customer to continue using the pump. The customer was advised to contact support if the issue recurs.